Event description:
Customer reportedly obtained results of 11mmol/l, 14.3mmol/l, and 6.2mmol/l on the aviva system within 10 minutes. No action was reportedly taken based on device results. No adverse event reported. Requested return of suspect system.